Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested but not received to date.

Event description:
A customer reported power issues in a system. When starting it, the device switched off after a few seconds and that happened twice. Surgery was cancelled and all the rest surgeries planned with the same system postponed to (B)(6) 2015. There was no patient involvement. Additional information has been requested but not received to date.